Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: one actual device and photographs of the sample were received for evaluation. The returned photographs were reviewed, and it was noted that the tubing was separated from the y site clearlink. A visual inspection was performed on the actual sample, and it was noted that there was a separation between the luer activated y and the tubing and that there was an incomplete insertion between the luer activated y and the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site (clearlink) of a non-dehp continu-flo solution set popped off. This occurred during priming in the pharmacy. There was no patient involvement. No additional information is available.